Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: the control unit/up/down plate is sticky (foreign material) due to water leakage and the universal cord was sticky (foreign material). Based on historical data, the reportable malfunction probable causes are likely such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. However, a root cause could possibly be traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the visera cysto-nephro videoscope exhibited that the control unit/ up/down plate is sticky (foreign material) due to water leakage and the universal cord was sticky (foreign material). There was no patient involvement.